Event description:
It was reported that: pt has pain in the right hip down to the knee and ankle consistently; he is experiencing problems driving, sitting, and walking. Pt is following with doctor blood work and MRI were scheduled. Additional info reported via sales rep: it was reported that, mechanically assisted crevice corrosion with adverse local soft tissue reaction and pseudotumor formation secondary to modular neck-stem junction failure slp right hip replacement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.